Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. .

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, a cable from the wrist area of the fenestrated bipolar forceps instrument snapped and a piece of the metal from the cable fell inside the patient. The customer did not notice the issue right away. The procedure was completed robotically. However, while observing overnight, the customer noticed a small piece inside the patient through imaging. The fragment was retrieved during a different procedure.